Manufacturer narrative:
The device was evaluated and the reported problem could not be reproduced. The respiratory rate potentiometer was found to drift from 18.5 to 22 when set at 20 and was replaced. The potentiometer was evaluated and a bad contact was determined to be the cause of the drift.

Event description:
The ventilator was connected to a pt. The customer reports that the ventilator delivered a tidal volume >2l in the simv mode. The customer reports that they were monitoring exp tidal volume when the number 1 appeared on the left side of the digital display. The customer verified the delivery of the excess volume by observing the pt. There was no pt injury, no alarms activated. Both the rt and the bio-med dept could not duplicate the reported problem.